Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.

Event description:
There was blood leaking from the hemostasis valve of the 19f ultimum introducer during a portico implant procedure. The procedure was completed with the reported device.